Event description:
During surgery on (B) (6) 2010, the tip end of the pathfinder screw extender sleeve lock screw end broke at the distal tip while in use. The surgeon removed the tip from the surgical site with the aid of fluoroscope. There was no harm to the patient and there was a surgical delay of only a few minutes.

Manufacturer narrative:
Product is an instrument and not implantable. Request have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.